Manufacturer narrative:
(B)(4).  Physio-control advised the customer that their device is not field serviceable and no longer under warranty.  Physio recommended that the customer permanently remove their device from service and that a replacement unit be obtained.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and when the on/off button was pressed, no voice prompts were heard. This behavior is indicative of a device failure to power on or complete the boot-up cycle. There was no patient use associated with the reported event.